Event description:
This spontaneous report received from a health care professional by a company representative concerned a patient of unspecified age and sex. The patient's height and weight were not reported. The patient's past medical history included: right hepatectomy (open abdomen). The patient received evithrom (form of admin not reported, topical, batch number not reported) dose, frequency and therapy dates not reported, for right hepatectomy (open abdomen). The product was associated with medication error. Concomitant medications included: surgiflo. No concomitant medications were reported. On (B)(6) 2025, the patient experienced bleeding. On an unspecified date, the patient experienced middle hepatic vein injury, gelatin syringe broke during preparation/device malfunction contributed to the middle hepatic vein injury, and doctor didn't know how to connect the applicator. A sales rep reported that, during (open abdomen surgery) right hepatectomy, the tip of the applicator went into a vein and caused damage when the doctor tried to use it by pushing, as doctor didn't know how to connect the applicator. The details are unknown at this time, so it is being confirmed. Additional suture was performed to complete the case. The cause of the incident was identified as the gelatin syringe was broken during the preparation of the sugiflo. The sugiflo pressure caused the applicator to move and damage the middle hepatic vein when the luer lock was not functioning, and an applicator was connected and used. The bleeding from the vein damage was stopped by pressure hemostasis with surgicel nu-knit, about 50cc of bleeding. It was noted that the patient's condition has not been affected since the surgery. No sample will be returned. The company sales rep held an information session for the operation room staff to address the incident. The action taken with evithrom was not reported. For gelatin syringe broke during preparation/device malfunction contributed to the middle hepatic vein injury and doctor didn't know how to connect the applicator, and action taken with evithrom was not applicable for the events middle hepatic vein injury and bleeding. The outcome of middle hepatic vein injury, gelatin syringe broke during preparation/device malfunction contributed to the middle hepatic vein injury, doctor didn't know how to connect the applicator and bleeding was not reported. This report was serious (other medically important condition). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).